Event description:
The product was returned with no info. Add'l info received reported that the stimulators were replaced due to dead batteries. This was confirmed through device interrogation. The pt's stimulators were replaced. The pt was seen after the replacement, but after that the doctor had not followed up with the pt.

Manufacturer narrative:
(B)(4).